Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by guiding them through several troubleshooting steps, including removing and inspecting the o-ring and cleaning the pump's pneumatic tap area. Despite these efforts, the customer could not successfully load the cartridge, and the issue was escalated for further troubleshooting by the customer service team.